Manufacturer narrative:
(B)(4).

Event description:
The consumer implanted for complex regional pain syndrome type ii reported that the device stopped working. The patient had relocated and was in search of a service provider for their device. No symptoms reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that therapy stopped about a year ago. The ins slowed down and she had been unable to recharge. If additional information is received, a supplemental report will be submitted.